Event description:
It was reported that a device alarmed for a system error 322. The customer stated that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The customer has reported that 3 spectrum pumps have alarmed for a system error 322 (reference manufacturer report no. 1314492-2012-00470 and manufacturer report no. 1314492-2012-00475 for the other two system error 322 events). The customer also reported that devices are shutting off without an alarm. It is unclear if these events are related (reference manufacturer report no. 1314492-2012-00469).